Manufacturer narrative:
The affected excor blood pump pu valves; 15 ml in/out; ø 9 mm, sn (B)(6) was in use since (B)(6) 2024 to date. The event occurred on (B)(6) 2025, which is (110 days) after the pump in question was placed on the patient. We have reviewed the production records of the excor blood pump, and determined that it was produced according to our specification. The excor® ikus stationary driving unit is used on this patient.

Event description:
On (B)(6) 2025 berlin heart gmbh clinical affairs (ca) was informed by the korean distributor that during intervention of removing fibrin in the connector set, it was noted that an air leakage occurred at the area of the blood pump connector to the driving tube. Upon evaluation of the pictures and videos provided, ca recommended replacing the blood pump and requested that the blood pump along with the driving tube be returned to berlin heart for investigation. There were no abnormalities noted in the movement of the blood pump and no damage to the connector was observed. Therefore, the clinic decided to retain them and monitor the patient. As of (B)(6) 2025, the patient remains clinically stable and no negative effects were noted due to the incident.